Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the trocar valve leaked during a procedure. No patient harm reported. Additional information and product sample have been requested.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are 11 additional complaints associated with the lot for the reported issue. Eight opened trocar assemblies and one opened trocar handle/blade assembly were received. The returned samples were visually inspected . Four samples were found conforming, two samples were non-conforming with open septums, and two samples were non-conforming with a cut in each septum. The visually conforming samples were then functionally tested for leaking and were found conforming. The exact root cause for this complaint is unknown, however, potential contributing factors related to the manufacturing, molding, and post cure processes of the valves has been identified. A investigations have been completed and actions are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. (B)(4).